Event description:
It was reported that during a gastrectomy procedure, the hand switch did not activate. Another device was used to complete the case. There were no adverse consequences to the patient. There was no patient consequence.

Manufacturer narrative:
Information not available, device was not returned for evaluation.